Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the foley catheter disconnected at connection port between catheter and urometer bag, but tamper seal was intact when this happened. Catheter was left in and new urometer bag was obtained and attempted to connect, but the connection site was too loose. Decision was made to remove catheter.